Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their reservoir was over and under delivering insulin. The customer¿s blood glucose level was 89 to 239 mg/dl at the time of the incidents. The customer stated they got more insulin recommended for the lower blood glucose than the higher value. The customer did a self test earlier and got a blank screen. Troubleshooting was not completed. The reservoir will not be returned for analysis.